Manufacturer narrative:
Results evaluation: co has rec'd the sample and is in the process of forwarding it to the manufacturing site. Upon completed investigation, a follow-up report will be submitted.